Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose level was unknown. The customer reported insulin pump alarmed low battery, she changed the battery, but insulin pump did not work. The troubleshooting was performed. The customer was advised return to backup plan until battery cap arrives. The insulin pump will not be returned for analysis.